Event description:
It was reported that a patient read an article saying that 280,000 people have had defective leads. The patient had no further information regarding these patient¿s.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, product type: lead. (B)(4).